Event description:
Related manufacturer report number: 2017865-2023-95440. It was reported that the patient experienced discomfort due to phrenic nerve stimulation from the left ventricular lead. The lead was deactivated. During recent in clinic follow up, it was found that the pacemaker exhibited extracardiac stimulation and under sensing that resulted in inappropriate mode switch. Programming changes were made. The patient was stable.